Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
Further details were provided regarding this event. This poly-medicated patient received baclofen intrathecal (manufacturer unknown) ampoule, for the treatment of spastic paralysis, from (B)(6) 2014 at a dose of 12ug daily (intrathecal). On (B)(6) 2014 (the reported event date), at 11:45 am, a baclofen intravenous bolus was administered at 834ug over 30 minutes (added to daily flow of 200ug). On the same day, at 12:20, the patient experienced malaise with hypotension, nausea, and vomiting. The patient&#62688;blood pressure rapidly normalized. The pump flow was decreased to 100ug daily. At "01.00 pm," the patient was somnolent (somnolence) but easily awakeable. The blood pressure was "13/7" (unit and reference values not provided), and no vomiting occurred. At "02:00 pm," it was not possible to awake the patient, who reacted to pain. Afterwards, the patient experienced respiratory pause, which reestablished following stimulation. Later, the patient returned to consciousness, but was very somnolent. Myosis was poorly reactive, paraplegia was flaccid, and lower limbs were hypotonic. Glasgow coma scale was 11 (y2 v4 m5). The patient was transferred to the intensive care unit, where pump flow was decreased to 12.1ug daily. She was monitored and no intubation was necessary despite bradypnea (12-15 cycles per minute). On (B)(6) 2014, no vomiting occurred and consciousness was normal. Consequently, the patient was transferred to the rehabilitation unit. On (B)(6) 2014, the pump flow was gradually increased to 96ug daily in the intensive care unit for neurological monitoring without intolerance or overdosage sign. On (B)(6) 2014, the patient returned to the rehabilitation unit for baclofen posology adjustment by level of 2ug daily. On (B)(6) 2014, the patient was discharged with baclofen posology at 400ug daily, which was the maximum tolerated dose. On (B)(6) 2014, "the visit reported" a&#63489;healthy patient. Pump efficacy was good and was permitted to detect residual motor function. On (B)(6) 2014, a notification was sent to the company that manufactured the pump. The reading of pump data revealed no anomaly. Action taken with baclofen intrathecal was dose increased (ongoing). The events outcome was complete recovery on an unknown date. The events were assessed as suspected to treatment with baclofen intrathecal by the health authority. This case was considered lost to follow up at initial. It was further reported that the events coma, somnolence, nausea and vomiting were likely to be related to baclofen intrathecal based on plausible time relationship and suspect product known pharmacodynamics. Should additional information be received a supplemental report will be filed.

Event description:
The cause of the event was not known. The patient was reported as ¿ok¿ and receiving the therapy. It was now also provide that that per print out the volume of the total catheter implanted was 0.218 ml, the tubing volume was 0.199 ml and the catheter volume was 0.251 ml. Additional information was requested to verify event details. However, nothing had been received at the time of the report. Should additional information be received a supplemental report will be filed.

Event description:
It was further provided that the implantation of the baclofen pump occurred on (B)(6) 2014 with a minimum dose of 12 micrograms (ug) per day. On (B)(6) 2014 an induction bolus occurred at 834.4 ug followed by signs of intolerance including nausea, vomiting, and somnolence. The patient then experienced a coma which required treatment in the intensive care unit and decreased doses delivered by the pump. After recovering a normal state of consciousness under close monitoring, the patient was re-transferred to ¿prm¿ on (B)(6) 2014. On (B)(6) 2014, after a minimum dose of 12 ug/day, the dose was increased to 96 ug/day in the intensive care unit for neurological monitoring without any sign of intolerance or overdose. The patient was currently receiving 400 ug/day, maximum tolerated dose. The pump related data was read on (B)(6) 2014 and was noted to be normal.

Event description:
It was reported that this patient experienced overdose symptoms including ¿high earth pressure¿ of 107/51 mmhg, nausea, and was sleepy after implant and priming bolus. This required hospitalization and reprogramming of the device. The priming bolus was performed outside the operating room. The total volume of the catheter was 0.417 ml (0.218+0, 417) and ¿priming bolus= 834 ug/d I 30'.¿ no diagnostic testing or troubleshooting was performed but was mentioned to be performed in the future. The device system remains implanted and in-service. The issue was reported as resolved but the cause was not determined. At the time of the event the patient's status was reported as alive-no injury. This device system delivered lioresal. Additional information has been requested, but was not available as of the date of this report